Manufacturer narrative:
The device was returned with both seal intact and in excellent condition. The history report showed motor not running. The device was tested using the occlusion test. Testing concluded motor not running error was found at the beginning of occlusion test. The issue was stepper motor does not operate as intended. The root cause was unable to determine, no physical or any other damaged was found on stepper motor. The tech replaced stepper motor. Performed occlusion test and all functional tests which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device motor not running. No patient injury reported.